Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Additional information was that the patient was doing well post-operatively. The explanted device was discarded by the medical facility.